Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns is not similar to the reported complaint. During the service history review, a qn was found; there was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. CAPA serial number: (B)(4).

Event description:
(B)(4). 8100 sn: (B)(4) npi. Check IV set error. Recommend to run the analog sensor task in asm to determine if the error is due to a pressure sensor or logic bd. Bio med will run the analog sensor task.